Event description:
The surgeons reported to our sales rep that a femoral t2 nail broke at the tip of the nail at the first round hole from the driving end by raising the limb. Patient was revised with a long gamma3 nail.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.